Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the procedure, patients la pressure was low, which measured around 5 mmhg. Procedure was successfully completed without signs of a pericardial effusion. Approximately 1 hour post procedure, patient developed a pericardial effusion while in the recovery unit. She was brought back to the catheterization lab where a pericardiocentesis was performed. About 550cc of blood was drained from the patient, but blood was still draining so the patient was sent to the operating room for surgical repair. During surgery, two small perforations to the laa were noted. Sutures were place to successfully repair the perforations. No further complications occurred. Patient remained stable following these events.